Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, "small amount of anechoic fluid on the contours of the implant", and "giant cell granulomas of the perimembranous type". Device has been explanted and replaced.

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and seroma late. Device has been explanted and replaced.

Manufacturer narrative:
Continued: h6- f2203. (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma late visual analysis: visual analysis of the photographs identified: ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: ¿ red biological tissue observed. ¿ deformation observed. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Seroma-late: unable to observe, since it is not related to the device. Granuloma: unable to observe, since it is not related to the device. Additional observations: deformation is observed, crease is observed, cloudy is observed, yellow particles were observed, on the shell. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Seroma late and granuloma. Device has been explanted and replaced.